Manufacturer narrative:
(B)(4). Method: the complaint bc191-05 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the tubing of a bc191 flexitrunk infant nasal tubing was found torn during patient use. Conclusion: without the complaint device, we are unable to determine the cause of the reported failure. All flexitrunk infant nasal tubing are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the flexitrunk infant nasal tubing state: "use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that the tubing of a bc191 flexitrunk infant nasal tubing was found torn during patient use. There was no patient consequence.

Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that the tubing of a bc191 flexitrunk infant nasal tubing was found to be broken during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.